Event description:
It was reported that the customer is finding cracks on pc unit 8015 large screen devices. The cracks are found close to the red screws that attach the front and rear cases inside the battery compartment. It was noted that the cracks widen over time and form by both red screws. The pc units are otherwise functional but there is a concern with what other issues may arise if the front cases are not replaced and the cracks widen enough to allow fluids to intrude. It is the customer's belief that there is too much stress on the front case at the bottom screw holes. It was also mentioned that the hospital uses pdi super sani-wipes, which is approved cleaning chemical. There were no patient incidents related to this issue.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.